Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patients right eye (od). The reporter indicated the lens sizing was too small and there was no observable vaulting. The plan is to explant and replace the lens. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age: unk sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date: unk. Implant date: unk. Explant date: na. Device manufacture date: unk. Claim #: (B)(4).